Event description:
Dr stated the valve was explanted due to paravalvular leak. There was extremely good tissue growth surrounding 3/4 of the valve. The anterior portion of the valve had little tissue ingrowth causing the paravalvular leak. Dr also stated the valve was difficult to explant due to the good tissue ingrowth. The valve is being retained by the pt.